Event description:
It was reported that during a lobectomy procedure, the top side of the staple line was stapled, but the other side was not stapled at thr fourth firing. The case was completed by additional suture. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.